Event description:
It was reported that revision surgery was performed due to severe osteolysis of pelvis and neck of femur. Device was originally implanted in 1999.

Event description:
Customer reported low blood glucose symptoms with result of 257 mg/dl obtained on the compact plus system. Customer tested 31 mg/dl on one touch device; he was treated with sugar, 3 pieces of cake and soda pop. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.